Event description:
It was reported that this this right atrial (ra) lead was explanted due to micro-dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. A new lead with the same model was implanted. No additional adverse patient effects were reported.